Manufacturer narrative:
The device have not yet been return to shockwave medical for investigation. If the device is returned at a later date and after investigation a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted to correct the aware and event dates from 12/14/2023 to 12/14/2022.

Manufacturer narrative:
The device referenced in this report has not yet been received at shockwave medical inc., therefore, a physical examination could not be performed. Evaluation of the subject device is anticipated but has not yet begun. After the device is received and investigation is completed, a supplemental report will be submitted. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
It was reported that a shockwave m5+ peripheral intravascular lithotripsy (IV) catheter was used to treat a lesion located in the iliac artery. All 300 pulses were successfully delivered. At the end of the procedure, it was reported that the balloon became detached within the 7f short terumo sheath while the sheath was still inside the patient. The fragment, described as the outer lining of the balloon that houses the emitters, stayed inside the sheath when it detached. The physician successfully retrieved the fragment by exchanging the sheath. The physician believes that there was still some residual air in the balloon which made it difficult to remove. The physician and the tech performed additional aspirations to eliminate the air. It was also observed that there was a kink in the sheath which could have played a major role in removing the balloon and its subsequent detachment.